Event description:
It was reported that the device was firing double clips on unk firings. The customer used another like device to complete the case with no pt consequence. The device is available for analysis.

Manufacturer narrative:
Malformed clip. Eval summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and upon the first firing a double fed issue was noted that caused one unformed clip and one pear shaped clip, the subsequent firings produced 5 conforming clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. Our manufacturing batch history review identified that a double fed issue was detected during the manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria was met before this batch was released for distribution.